Event description:
Customer's family checked the customer's glucose levels with the freestyle flash meter and obtained a reading of 202 mg/dl. The customer seemed to be comatose, according to their family. They could not speak or move. The reported reading obtained by the meter is not consistent with the symptoms the customer was exhibiting. The paramedics were called and upon arrival, they received a reading of 23 mg/dl. Dextrose was administered to the customer. Customer's family states that their family was getting over a cold.